Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and adjusted sample 1 (s1) probe, which was bent. The cse ran a quick check and quality controls (qc), which were acceptable. The cause of the discordant results is unknown. As per the dimension vista operator's guide, a result flagged with an abnormal assay error cannot be reported. The cause of the flagged calcium result on sample ID (B)(6) results being reported was an operator error. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant glucose, carbon dioxide and calcium results were obtained on one patient sample and a discordant glucose result was obtained on another patient sample on a dimension vista 500 instrument. The initial results were reported to the physician(s). The initial calcium result for sample ID (B)(6) was flagged with an abnormal assay flag. The same samples were repeated on an alternate instrument, and recovered higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose, carbon dioxide and calcium results.